Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube and tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 200 mg/dl. No significant events leading to the keypad issues were recalled. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.